Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the pump initially showing a discrepancy of over 30 units. The caller's expected fill estimate was approximately 220 units, but the pump displayed only 86 and then 40 units. There was no adverse impact to the customer's blood glucose level during this event. Technical support educated the caller on removing air from the cartridge and using room temperature insulin. The caller reloaded the cartridge, observed an improved reading of over 60 units, and subsequently worked with technical support to load a new cartridge. The issue persisted, and after further investigation, a replacement pump was approved by technical support.